Event description:
The customer reported that the cover screw could not be removed, resulting in a dental implant loss.

Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the astra tech implant system. This report is for the dental cover screw device. The dental implant device report will be submitted separately. Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.